Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now message occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2021. It was indicated that the patient used an expired sensor, which is off-label usage of the device. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a replace sensor now message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.